Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time and will be performed per adc's established processes and procedures. A follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date in section h4 is the date abbott diabetes care (adc) became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Answer to question 2 of the decision tree was answered as ¿yes¿ in order to generate the MDR for submission. However, the information received by adc does not indicate the user has received medical intervention to prevent the possibility of permanent impairment of a body function or permanent damage to a body structure, and there has been no evidence that such damage or impairment is likely to occur with this issue. The details of the complaint do not meet reportability criteria for the country reported or any applicable competent authority, however, it will be submitted to FDA as the complaint was received via medwatch report. This is a 2 of 4 MDR submission.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: "I have had type 1 diabetes for over 30 years. I had been using the freestyle libre 3 sensors for mainly taking my blood sugar levels for approximately 6 months. Each one lasts 14 days. These sensors worked very well and I had no problems with them, even when traveling outside the country. Recently abbott laboratories switched to libre 3 plus sensors. I started using the 3 plus on (B)(6). Since then, I have tried 4 different sensors. Each one has failed in exactly the same way. The sensor sends a loud alarm to my iphone 14 pro that my blood sugar is dangerously low, e.g. 54 or 53 and going down. When I immediately check with a fingerstick, the numbers range from 78 to 116. In no case, did ihave a dangerous low. The sensors came from different sources. (B)(6). Therefore, the problem cannot be due to incorrect handling during shipping. I have reported this problem to abbott laboratories, my endocrinologist, and cvs pharmacy. The cvs pharmacist recommended that I also report this to the FDA." Adc customer service attempted to contact the reporter three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: "I have had type 1 diabetes for over 30 years. I had been using the freestyle libre 3 sensors for mainly taking my blood sugar levels for approximately 6 months. Each one lasts 14 days. These sensors worked very well and I had no problems with them, even when traveling outside the country. Recently abbott laboratories switched to libre 3 plus sensors. I started using the 3 plus on (B)(6). Since then, I have tried 4 different sensors. Each one has failed in exactly the same way. The sensor sends a loud alarm to my iphone 14 pro that my blood sugar is dangerously low, e.g. 54 or 53 and going down. When I immediately check with a fingerstick, the numbers range from 78 to 116. In no case, did ihave a dangerous low. The sensors came from different sources. (B)(6). Therefore, the problem cannot be due to incorrect handling during shipping. I have reported this problem to abbott laboratories, my endocrinologist, and cvs pharmacy. The cvs pharmacist recommended that I also report this to the FDA." Adc customer service attempted to contact the reporter three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical studies was reviewed during product development and on market performance continues to be monitored via stability, clinical trials and product monitoring/dose audits as a part of on market performance monitoring process. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.